Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during filling the solution containing the medicine 5 fluorouracil leaks out along the edges of the bag inside the cassette. The operator of the device was a lab-technician the event occurred on vertical laminar flow under hood. There was no patient involvement no harm/adverse event reported.